Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection showed that the spike had disconnected from the device. Further visual inspection revealed a lack of solvent on the chamber tube. The cause was determined to be due to the manual assembly process. A CAPA has been opened to address this issue. A batch review was conducted and revealed that the junction between the spike and chamber was automatically assembled for previous and subsequent batches of this product code. This batch was the only batch which had this junction assembled manually. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike became separated from the set after spiking a bag. There was no patient involvement. No additional information is available.